Manufacturer narrative:
Ptc investigation result was received on 15-sep-2015. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusions insert) inserted and she had to have a hysterectomy due to the pain (interpreted as pelvic pain). This event is serious due to medical importance and listed according to essure reference safety information. It is considered related to the device. This case is regarded as incident since a surgical intervention was performed. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, since this case was identified during (B)(6) website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0704, awareness date 21-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on unspecified date. She had to have a hysterectomy due to the pain and suffering it caused her. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusions insert) inserted and she had to have a hysterectomy due to the pain (interpreted as pelvic pain). This event is serious due to medical importance and listed according to essure reference safety information. It is considered related to the device. This case is regarded as incident since a surgical intervention was performed. No active follow-up will be pursued, since this case was identified during health authority website monitoring.